Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified similar complaints reported to this lot, and this device appears to be related to a potential product quality issue. The investigation determined that the reported difficult to insert and difficult to remove may be related to a potential product quality issue. The issue is being addressed per internal operating procedures. Abbott will continue to trend the performance of these devices.

Event description:
It was reported that a mitraclip procedure was performed to treat functional mitral regurgitation (mr) with a grade of 4 on a patient with an enlarged atrium. A steerable guide catheter (sgc) and a mitraclip ntw clip delivery system (cds) were prepared per the instructions for use (IFU). However, the dc handle needed to be retracted and advanced several times at a slow and consistent pace to thoroughly de-air, and significant force to place the sgc securely in the stabilizer occurred. It was noted that the back pins did not go into the stabilizer easily. The clip was ultimately advanced to the left atrium, and the clip was deployed on the mitral valve. However, difficulty removing the sgc from the stabilizer occurred. The sgc was securely removed from the patient while still attached to the stabilizer. The sgc was able to be detached from the stabilizer on the bench. The procedure was completed with one clip implanted, reducing mr to trace. There were no adverse patient effects and no clinically significant delay in the procedure.